Event description:
Pt reported feeling "needle pricks" in left eye upon initial use of lens. Pt visited emergency room, was diagnosed and treated for a corneal abrasion. Next day, pt visited an eye specialist who diagnosed a punctate corneal ulcer which later developed into herpes keratitis. Pt was treated with viroptic eye drops and garamycin eye ointment. Pt has recovered with no residual scar and no permanent decrease in visual acuity.

Manufacturer narrative:
The treating doctor indicated the event was related to the contact lens. The returned device was inspected and found to have a large piece missing from the edge of the lens. Further analysis was not possible. Based on all info, no causal factors can be determined, and no conclusion can be drawn.